Manufacturer narrative:
This device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that, during a right ventricular (rv) lead revision procedure, the insulation of this right atrial (ra) lead was damaged (due to maneuvers performed during the rv lead extraction). Subsequently, the lead was explanted and replaced with another ra lead. No additional adverse patient effects were reported. The lead is not expected to be returned.